Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient developed pain and a skin reaction at the infusion site on the leg after approximately two days of pod wear, which required medical attention. The mother stated that after the patient developed pain at the infusion site, the pod was removed, and the area was found to be red, swollen with a lump, hot to the touch, and purulent discharge was observed. The mother transported the patient to the emergency room on (B)(6) , 2026, and an infection was diagnosed; the area was drained at the emergency room, and antibiotic treatment was prescribed. The healthcare professional also recommended the use of a steroid inhaler applied topically to the skin. Medical evaluation lasted approximately five hours. The patient was not admitted. The mother further reported that she has used steroid creams post-pod removal to help irritated areas heal. The patient continued omnipod therapy, and no impact on blood glucose levels was reported.